Manufacturer narrative:
A complete manufacturing review could not be conducted, as the lot number was not reported for this device. The device was returned for evaluation. A visual inspection found the device returned in two segments with a complete detachment of the balloon at the proximal balloon joint. Additionally, a complete detachment was noted to the inner guidewire lumen. Therefore, the investigation is confirmed for both balloon and catheter detachment. The investigation is also confirmed for sheath related retraction issues, as the balloon was returned lodged in the sheath and as the distal tip of the sheath was noted to be flared. Retraction problems likely led to the balloon detachment. However, the definitive root cause for the retraction issues or detachments could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current instructions for use (IFU) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the dorado pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath.

Event description:
It was reported that during an angioplasty in the upper arm the pta balloon allegedly got stuck inside the 6fr sheath during removal. It was further reported that the balloon allegedly detached inside the sheath. A new sheath and a new balloon were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty in the upper arm the pta balloon allegedly got stuck inside the 6fr sheath during removal. It was further reported that the balloon allegedly detached inside the sheath. A new sheath and a new balloon were used to complete the procedure. There was no reported patient injury.